Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and possible diabetic ketoacidosis. The blood glucose reading was 462 mg/dl when emergency medical services arrived on site. The blood glucose reading was 360 mg/dl once the customer was admitted to urgent care. The customer stated that her son treated her with a manual injection. She noted that she had had high blood glucose since the day prior. She had a high blood glucose reading of over 600 mg/dl, even after she had changed the infusion set, reservoir and insulin. She stated that the insulin pump alarmed no delivery prior to the set changes. She complained of dry mouth, nausea, headache, and inability to vomit due to reflux surgery. She was wearing the insulin pump at the time of the event. She was treated with fluids and insulin, advising that she felt fine afterward. Troubleshoot on the device could not be completed due to lack of tubing clamps, which she was advised would be sent. None else noted.